Manufacturer narrative:
This event was reported to the FDA via a voluntary maude report. The report number is mw5090732. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while the physician was placing the peg tube, it separated into two parts leaving one section in the mouth and esophagus and the other was all the way out of the stomach. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
This event was reported to the FDA via a voluntary maude report. The report number is mw5090732 (device codes): problem code (B)(4) captures the reportable event of peg tube detached. Visual examination of the returned device revealed striations were visible on the rigid tubing, indicating that it was likely subjected to a stretching force, resulting in the separation of the rigid tubing from the peg tube. The complaint was consistent with the reported event of peg tube detached. It is likely that operational factors, such as user technique/handling, patient anatomy, and the size of the incision site that the tube was being pulled through, contributed to the reported complaint. Therefore, based on all gathered information, the complaint investigation conclusion code selected is failure to follow instructions, which indicates that problems were traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed, and from the information the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that an endovive peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while the physician was placing the peg tube, it separated into two parts leaving one section in the mouth and esophagus and the other was all the way out of the stomach. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.